Event description:
It was reported the patient had insomnia and pain. Patient had insomnia for about 10 months and had about 6 hours of sleep over the course of one week. Patient's physician was aware of patient's condition and treated with sleep medications, which did not improve the patient's condition. Patient had sharp pains over the incision site because his pump was replaced with a larger pump. The pain was getting worse: like a burning and scalding pain going down both legs and into his toes over the past 4 months. The physician increased the dosage of medication and planned to increase again at a later time. Patient had difficulty walking, lower gastrointestinal pain and stated that his legs felt heavy. It was also reported the patient had a fibrocystic growth at l5. The drug, dosage and concentration were unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).